Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/jan/2019. The reason for reoperation: rupture. Device analysis results: visual analysis of the returned device identified: crease fold, device appearance (observed 40 mm dark patch edge material inside gel device) wear abrasion, opening. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken also have crease sharp in the anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks. A crease sharp in the anterior side due to a fold flaw opening. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. The device has been explanted.